Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the bronchoscope sheath was left in the patient during a therapeutic intubation. There were no reports of further medical intervention done to retrieve the sheath. No reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device has cracked bending rubber glue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported event found during evaluation was due to component failure, an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the piece of the sheath came loose and it fell into the trachea. The loose part was aspirated and removed when the bronchovideoscope was withdrawn. No further diagnostic imaging was performed. There were no further reports of patient harm.